Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 34 mg/dl while wearing the pod longer than 48 hours. The patient was treated with orange juice, sugars to eat and was prescribed norco, (strength 10mg, frequency every 4 hours or 6 or more hours). The patient was released four days later. The pod was worn when seeking medical attention.